Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent delivery system was returned (stent was deployed inside the patient). A visual and tactile examination identified no issues with the catheter or delivery system. There were no issues noted with the stent holder or stent cups. No other issues were identified during the product analysis.

Event description:
It was reported that the stent failed to expand and was difficult to position. The arterial puncture site was at the right femoral artery. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-24 carotid wallstent self expanding was selected for use. During the procedure, it was noted that the stent failed to fully expand, and this was observed along the entire stent. The stent was difficult to position and was ultimately fully deployed in the common carotid artery. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable.

Event description:
It was reported that the stent failed to expand and was difficult to position. The arterial puncture site was at the right femoral artery. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 10.0-24 carotid wallstent self expanding was selected for use. During the procedure, it was noted that the stent failed to fully expand, and this was observed along the entire stent. The stent was difficult to position and was ultimately fully deployed in the common carotid artery. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable.